Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room for chest pain. Review of remote monitoring data found two atrial tachy response (atr) events. This device, competitor right atrial (ra) lead, and competitor right ventricular (rv) lead exhibited noise oversensing and pacing inhibition. The hospital staff was unable to confirm the source of the noise. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was subsequently explanted and returned for testing sixteen months after the initial reported observations. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted scratches on the case. Additionally, there is a hole in both rv seal plugs. The atrial seal plugs are intact. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.